Event description:
Hands free cable used for defibrillation malfunctioned causing the defibrillator to not charge. Pt in v-tach without pulse at 08:30 hours. Cables and monitor changed. Pt defibrillated at 08:35 and CPR continued.